Event description:
Sales rep contacted technical support to report that a pt had been explanted due to "pain in the pocket area". The sales rep for the MFR was present in the cath lab when the device was removed. The explanting physician noted the pocket was pink and appeared nice and clean. All cultures taken proved negative and there was no sign of infection. On (B)(6) 2009, the sales rep spoke with the nurse who is the study coord at the user facility. She stated that she has worked closely with the pt and was very familiar with the case. She reviewed the pt's record and the cause of the pt's reported pain could not be determined. During the procedure, it was noted the device placement was good as the implanting physician always performs implant under fluoro to ensure the antenna is properly placed and in a straight position. The pocket was clean and appeared normal and all cultures proved negative. There was no evidence that the device caused the pain and she did not feel there was a potential for pt injury, however, the device was removed as a precautionary measure. On (B)(6) 2009, the pt was reimplanted with another sleuth ECG implantable monitoring system and has been doing well with no further problems.

Manufacturer narrative:
Review of the device history record revealed the device met mfg and sterilization specifications. The sleuth implantable ECG monitoring system instructions for use (IFU) state potential adverse events include, but are not limited to, infection, bleeding and incision pain. The MFR's device eval is underway. A follow up report will be forwarded upon completion.